Event description:
It was reported that the hook part of a hohmann style arm was found to be broken in the sterile processing department. It is not known how or when the instrument broke. There is no reported harm to any patient. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.

Manufacturer narrative:
Device is used for treatment not diagnosis. Additional narrative: a manufacturing evaluation was conducted on the returned part. The part in question was returned in two pieces. The hook part is broken off and the broken off arm is bent. The microscopic investigation of the laser welded areas shows that the welded joint met the specifications at the time of manufacturing. Both broken components show residual laser weld. The broken off arm is bent showing that the device was subjected to a mechanical overloading situation. This complaint is deemed invalid from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment not diagnosis. Additional narrative: a product development evaluation was conducted on the returned device. This device was returned in two pieces with the arm broken off at the laser weld. The arm is slightly bowed open. There are some minor tool marks on the surfaces indicative of normal wear and tear. This item is one of four arm attachments used in conjunction with the collinear reduction clamp. The clamp pushes and the arms extend at various geometries to counteract that applied linear reductive force. The selection of which particular arm to use in the procedure is based on clinical needs, but each one supplies a clamping force to achieve optimal reduction. Technique guide j7601b clearly states a caution in that continued advancement of the feed rod may generate excessive forces. Due to the outward bow of the arm of this device, it is apparent that some excessive force was used. Additionally, the laser weld that was designed to attach the arm to the main assembly is less than optimal on one side a, and complete on the other side b. The b side appears like a good weld, with clear heat effect zone and intermetallic bond, where the a side is weak in these regards. This suboptimal weld may have contributed to the observed failure under extreme forces. Since no details are available surrounding the circumstances of this complaint, and the device failure was found during a sterilization cycle and not during use, this complaint is categorized as indeterminate from a design perspective.